Event description:
N/a.

Manufacturer narrative:
Getinge's field service rep (fse) reported that the unit was returned to customer by distributor and no repair performed on it. The unit could run normally.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to evaluate this unit. The issue was not reproducible and repairs are ongoing. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during a routine inspection performed by the end user, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure, and a buzzer sound and was unable to be used. There was no patient involvement, and no adverse event reported.